Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq read inaccurately low. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began reading inaccurately low ¿two months¿ prior to contacting lifescan and stated that she obtained a result of ¿140mg/dl¿ on the subject meter which she felt was inaccurately low compared with a result of ¿201mg/dl¿ obtained on a clinic meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and stated that she adjusted her insulin doses and food/drink intake in response to the allegedly inaccurate results. The patient stated that she developed symptoms of ¿headache, shaking, fainting and drowsiness¿ which she associated with low blood glucose, but could not specify when she became symptomatic. The patient stated that two months prior to contacting lifescan she visited a clinic where she was advised by a healthcare professional (hcp) to decrease the dose of her lantus insulin from 53 to 36 units. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. Although the patient experienced symptoms suggestive of a hypoglycemic event, both the reported symptoms and the treatment received correlate with the allegedly low results obtained on the subject meter. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.